Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6), 2015 due an intestinal issue that caused diabetic ketoacidosis. Customer was treated through intravenous insulin.